Event description:
Reference number(B)(4). Event occurred in the united states it was reported that patient faced infusion set accidentally pulled out during use due to tubing catching on something event on (B)(6) 2026. No further information available.